Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
This case was reopened on july 14, 2015 to enter additional information which had been received on july 11, 2015.

Event description:
It has now been reported that the pt was implanted a durom us acetabular component 46/40 f.

Event description:
A product liability claim was raised. It was reported that the pt was implanted an unk durom us acetabular component on the right side on (B)(6) 2008 and the pt is being monitored due to unk reasons.